Event description:
Customer contacted technical support (ts) stating that unit failed the battery test during performance verification testing (pvt). The customer reported there was no patient involvement.